Event description:
It was reported that the ventricular lead was crushed. There was concern of insulation anomaly and low lead impedance. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.